Event description:
It was reported that the patient experienced nerve stimulation from the right ventricular (rv) lead and described it as a flutter and did not like the sensation. It was noted the patient could feel the rv lead pace and the contraction of the heart. The rv pacing was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.